Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user stopped responding to sound with the device since (B)(6) 2018. No accident has been reported, no swelling or redness at the implant site.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely taking into account the limited information and the only in situ measurement show eleven channels in hi status. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Despite requested no further information could be obtained.

Event description:
The user stopped responding to sound with the device on (B)(4) 2018. No accident has been reported, no swelling or redness at the implant site. No medical problem has been reported.no further information has been received.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user stopped responding to sound with the device on (B)(6) 2018. No accident has been reported, no swelling or redness at the implant site. No medical problem has been reported.the recipient was re-implanted.